Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00595001502, lot #: 64247000, femoral component precoat size e right. 00597206532, lot #: 64591619, all poly patella standard size 32mm diameter 8.5 mm thickness.

Event description:
It was reported a patient had an initial right unilateral tka on (B)(6) 2020. Subsequently, the patient developed a right dvt on (B)(6) 2020.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt / blood clot. Even with the administration of preventive medication, dvt / blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate.